Event description:
It was reported that a continuous infusion was running in one pump module and the rn was going to hang an intermittent medication in a separate pump module. When the clinician went to scan the pump module, the pump for the continuous infusion that was inadvertently scanned. As a result, the continuous infusion was programmed with the intermittent drug rate and was bloused over about 15 minutes. The medication "ba drip¿ 200mg diphenhydramine with 8mg lorazepam in 50ml drip was hung around 0600 to run at 0.8ml/hr but then infused the remainder around 0630 when the acetaminophen was being hung. The patient required a reversal agent (flumazenil) and was transferred to the intensive care unit.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a continuous infusion was running in one pump module and the rn was going to hang an intermittent medication in a separate pump module. When the clinician went to scan the pump module, the pump for the continuous infusion that was inadvertently scanned. As a result, the continuous infusion was programmed with the intermittent drug rate and was bolused over about 15 minutes. The medication "ba drip¿ 200mg diphenhydramine with 8mg lorazepam in 50ml drip was hung around 0600 to run at 0.8ml/hr but then infused the remainder around 0630 when the acetaminophen was being hung. The patient required a reversal agent (flumazenil) and was transferred to the intensive care unit.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.